Event description:
The pt was ambulating ising fore-arm crutches. The tube from one of the crutches (not specified right or left) allegedly broke under the handle shaft causing the pt to receive an injury. Type of injury not specified.

Manufacturer narrative:
The forearm crutches were reviewed and found to be well used. The adjustable lower section of the crutch was bent and dented.